Manufacturer narrative:
The insulin pump had currents within specification. No blank display was noted. The display board was okay. The insulin pump passed the unexpected restart error test with no alarm. No number ramping or scroll bar anomaly was noted. The insulin pumphad minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.

Event description:
Customer reported that she the during a battery change the insulin pump alarmed and then the display went blank. Troubleshooting confirmed that no damage to the insulin pump was noted. Customer's blood glucose level at the time of call was 108 mg/dl. Advised will have insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.